Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The cause of the patient injury was patient condition and the relation to impella was determined to be unknown/unrelated. There is no evidence to provide a causal relationship with mediastinitis and the use of impella and thus it's relation could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.0 for mechanical circulatory support. The complainant reported that there was long-term support for transplantation required. Impella was removed and an attempt was made to insert a central extra-corporeal membrane oxygenation, but mediastinitis was observed and percutaneous cardiopulmonary support was inserted. The patient was administered antibiotics.